Manufacturer narrative:
Initial and final MDR 1876226 - MDR 3003442380-2024-05102 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set fell off events during use on (B)(6) 2024. The infusion set was used for 1-1.5 days. The patient replaced infusion set and cartridge and resumed insulin successfully. No further information available.